Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headaches"), pain in extremity ("leg pain"), menorrhagia ("heavy periods"), dysmenorrhoea ("painful periods") and tooth injury ("damaged teeth"). The patient was treated with surgery (fallopian tubes removed). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, headache, pain in extremity, menorrhagia, dysmenorrhoea and tooth injury outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, pain in extremity and tooth injury to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headaches"), pain in extremity ("leg pain"), menorrhagia ("heavy periods"), dysmenorrhoea ("painful periods") and tooth injury ("damaged teeth"). The patient was treated with surgery (fallopian tubes removed). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, headache, pain in extremity, menorrhagia, dysmenorrhoea and tooth injury outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, pain in extremity and tooth injury to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.